Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital . Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, the first two bands were deployed normally; however, the third band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and showed that when the handle was rotated, the bands did not deploy.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the three bands were attached in the ligator head, and the bands overlapped. The suture hole and the ligator head teeth were returned in good condition. The handle was returned with evidence that the trip wire was secured to the handle slot. Per media analysis, a video showed that the bands were out of position and could not be deployed. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator head overlapped. The provided video also showed that the bands could not be deployed. It is possible that procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device, these damages could have caused the inability of the device to deploy the bands during the procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, the first two bands were deployed normally; however, the third band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and showed that when the handle was rotated, the bands did not deploy.